Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose and the paramedics were called to her house. The blood glucose reading at time of call was 208mg/dl. The customer stated that she forgot to eat breakfast, and she declined to troubleshoot or upload the insulin pump. No further information was provided.